Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the existing production documents and the returned memory excerpt. The manufacturing process of this device was reviewed. The production documents showed no anomalies that could be related to the complaint. All manufacturing steps were carried out correctly. The returned memory excerpt was analyzed. In the process, an unexpectedly low battery voltage of 2.87 v detected. However, the cause could not be determined based on the available device data. A prediction on the further development of the battery voltage is not possible based on the data. A defective component cannot be ruled out as a potential cause. Biotronik has informed the physician about this analysis result. Based on the individual circumstances and the medical assessment of the patient, the physician will decide whether to exchange the device. If any further relevant information or the device itself should become available, this report will be updated, and you will be informed accordingly.

Event description:
After an implantation period of approx. 22 months, an error message with the information of a low battery voltage was reported during a follow-up.

Manufacturer narrative:
This device was explanted on (B)(6) 2019. After it was received, the pacemaker first underwent a status interrogation, and the memory content of the implant was analyzed. The battery status was ok. The analysis of the memory content showed an unexpectedly low battery voltage that, subsequently, led to a warning message at the programmer during interrogation to alert the user early on. The pacemakers capability to provide therapy was tested. The anti-bradycardic output signal matched the programmed values, and the signal sensing of the device was normal. The pacemaker showed specification conforming behavior in regard to its device functions. In a next step, the pacemaker was opened, and the components of the electronic module were inspected. The battery was partially discharged. The measurement of the current uptake of the electronic module showed an increased power consumption, which then led to the clinical observation. Further analysis identified a damaged capacitor as cause of the increased power consumption. The component was removed from the electronic module, and the current uptake now turned out to be as expected. There were no causes for the increased current uptake other than the damaged capacitor. In addition, the manufacturing process of this device was reviewed. The production documents showed no anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly, and the power consumption, in particular, of the pacemaker was inconspicuous. In summary, the clinical observation resulted from an increased current uptake, which was caused by a damaged capacitor of the electronic module. The review of the production history showed that the device functioned properly at the time of shipment.

Manufacturer narrative:
This device was explanted on (B)(6) 2019. The pacemaker first underwent a status interrogation, and the device memory was analyzed. The device status had been eri since (B)(6) 2019. The charge drawn from the battery was checked. The check indicated a battery discharge not meeting expectations. The pacemakers capability to provide therapy was tested. The antibradycardic output signal matched the programmed values in eri mode, and the signal sensing of the device was normal. The pacemaker showed specification-conforming behavior in regard to its device functions. Subsequently, the pacemaker was opened. The visual inspection of the internal structure showed no irregularities. The battery voltage was measured. The measuring confirmed a battery discharge not meeting expectations. The battery was returned to the manufacturer of the battery for an extensive analysis. First, the production documents of the battery were reviewed, which showed no anomalies. Subsequently, the voltage and the heat tone of the battery were analyzed. During the measurement of the battery voltage, a discharged battery could be confirmed. A performed microcalorimetric measurement showed an inconspicuous heat tone of the battery. The battery was then opened, and the internal structure was inspected visually. During the visual inspection, an internal short-circuit was detected. This damage enabled an increased battery-internal self-discharge, which contributed to a premature battery depletion. In summary, premature battery was confirmed during the analysis of the pacemaker. The clinical observation resulted from an increased self-discharge of the battery. The electronic module proved to be without defect during the analysis. Based on the analysis, all therapy functions critical for patient safety were available without limitations during the implantation time.